Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels of 290 mg/dl. The customer was treated with a bolus. Customer reported that she had been having lows blood glucose levels in the 50's mg/dl and drank 4 pepsis and had a meal and turned off pump for a little while to get blood glucose to come up and customer reported she had experienced low blood glucose levels of 39 mg/dl, 48 mg/dl, 87 mg/dl and 41 mg/dl. The customer had declined troubleshoot for blood glucose. The product was not returned for analysis.